Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) due to pump software not accurately adjusting the amount of insulin delivered; bg value not provided. No additional patient or event information available.